Event description:
The patient reported experiencing blisters/welts on (B)(6) 2026 while using an mcot device with leadwire configuration and unknown electrode. The patient sought medical treatment for the skin irritation and was prescribed medication (specific medication not identified). The patient followed the recommended skin preparation steps but still developed a rash. The patient's doctor advised taking a break in service while the rash heals. It was noted that the patient had previously tried using the electrode and still experienced a rash. Information regarding the patient's history of skin sensitivity or allergies is unknown.

Manufacturer narrative:
The patient reported experiencing blisters/welts on (B)(6) 2026 while using an mcot device with leadwire configuration and unknown electrode. The patient sought medical treatment for the skin irritation and was prescribed medication (specific medication not identified). The patient followed the recommended skin preparation steps but still developed a rash. The patient's doctor advised taking a break in service while the rash heals. It was noted that the patient had previously tried using the electrode and still experienced a rash. Information regarding the patient's history of skin sensitivity or allergies is unknown. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing an unknown elctrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 85 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.